Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unintended system motion or unintended direction of the zoom drive. There was no patient involvement.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended system motion or unintended direction of the zoom drive. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility. There was no remedial action taken. This device is not labeled for single use.